Event description:
Customer indicated that they believe they have recently encountered possible issues with cross-contamination as they observed liquid in tops of plates and on the turn table of the king fisher liquid handling instrument. When they reran suspect positive samples from the run; they were then negative. Customer determined that 58 false positive patient results were reported out of the lab to the ordering physician(s), all of which were corrected when the samples were rerun. As a result, customer stated there was a delay in updated diagnosis of approximately 4-6 days. No deaths or serious injuries were reported.

Manufacturer narrative:
Update 11-dec-2020: we notified our tip comb supplier of the customer feedback and they conducted an internal investigation. Batch production records were reviewed and there were no deviations/nonconformances that would affect the integrity or performance of the tip combs. This lot met all release specifications. A trend analysis was also conducted by thermo fisher scientific, which indicated that this was the only complaint received for this tip comb lot (2020061502). Based on this assessment, we are unable to confirm whether this tip comb lot is defective or directly contributed to the issue as described by the customer. There are multiple steps in the workflow that, if not followed per instructions in the user guide, can potentially cause cross-contamination. Cross-contamination can occur any time a highly positive sample is manipulated by touch or transfer, such as during the addition of sample volume to the plate at the start of the extraction process, the addition of reagents to the sample, transfer of eluted sample to the pcr plate, or poor pcr plate sealing prior to the vortex step. As such, the most probable root cause is unintended user error. Feedback reinforcing proper sample/ reagent handling and sample processing, per the product user guide was provided to the customer by our field applications scientist. The customer has not since reported similar issues.

Manufacturer narrative:
No root cause can be determined at this time. A follow-up MDR will be submitted when additional information becomes available.

Event description:
Customer indicated that they believe they have recently encountered possible issues with cross-contamination as they observed liquid in tops of plates and on the turn table of the king fisher liquid handling instrument. When they reran suspect positive samples from the run; they were then negative. Customer determined that 58 false positive patient results were reported out of the lab to the ordering physician(s), all of which were corrected when the samples were rerun. As a result, customer stated there was a delay in updated diagnosis of approximately 4-6 days. No deaths or serious injuries were reported. Root cause of the erroneous results is under investigation.